Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the implantable pulse generator (ipg) system was explanted due to an infection. The organism was identified as "staph". The ipg system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.